Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implanted: (B)(6) 2017.

Event description:
It was reported that the right atrial (ra) lead was not sensing and was undersensing the atrial activity. The lead was capped and replaced. No patient complications have been reported as a result of this event.